Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device identified the fiber to be broken 1.0cm from distal tip and control knob. The glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing is detached from the control knob, exposing the clear tubing. The heat shrink tubing open end exhibits signs of melting. Based on the observed fiber break, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the device found that fiber tip was detached. In addition, the glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area. The fiber is broken and detached at 1.0 cm from distal tip, between the distal tip and control knob. Based on device analysis, fiber break was observed. There were no clinical consequences to the patient.